Event description:
It was reported that the needle deployed the cannula early before the patient applied the pod, indicating that there was a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received fully deployed with an expected number of pulses in the priming sequences. The pod delivered 59 pulses and was deactivated at the end of the second priming sequence. No damages or defects that would contribute to the needle mechanism deploying early were observed. The pod was reset and redeployed without issue. Due to the time of needle deployment being unknown, the cause of the reported event could not be determined.